Manufacturer narrative:
The reported issue that the door latch was hanging up could not be confirmed; no product was returned for investigation, and no additional information was made available. No further investigation of this event is possible at this time with the information received. The device is used for treatment purposes. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported that "the door latch hanging up." Although requested, further information was not provided.